Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-19436, 1627487-2021-19437,1627487-2021-19439. It was reported that patient¿s right l2 and left l4 leads migrated. The issue was confirmed with x-rays. Surgical intervention was undertaken where in the leads were explanted and replaced to address the issue. It is unknown which leads are the right l2 and left l4 leads so all the leads are being reported.